Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c arm and table cannot move. Upon further inspection, philips field service engineer (fse) contacted the customer for onsite evaluation and status of the device. The customer refused the service and informed that the device was fixed. Third party service provider fixed the device. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a cardiac angiography procedure, the system¿s geometry became unavailable. The procedure was stopped and rescheduled for another time. There was no reported patient or user harm. Philips has started an investigation of the complaint.